Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. This is 3 of 4 allegations of inaccuracies. The patient reported 4 instances in which each event has similar details but occurred on different event dates. Please see the following related complaint records (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of event is an approximation. The patient reported experiencing inaccurate cgm readings beginning on the day of sensor insertion. No information was provided regarding the insertion site. The patient uses both a mobile device and a tandem pump for cgm display. Approximately six weeks ago, the patient transitioned to the tandem mobi system and has since reported communication issues between the sensor and the pump. Out of six sensors used, five were reported as inaccurate while only four events resulting in persistent hypoglycemia. The patient described current cgm readings as inconsistent, citing examples such as cgm reading 67 mg/dl while the blood glucose (bg) meter read 90 mg/dl, and cgm reading 110 mg/dl while the bg meter read 214 mg/dl. The patient alleged that the cgm was not accepting calibrations and frequently displayed elevated glucose levels during hypoglycemic episodes. Sensor insertion dates and corresponding documentation are as follows which was captured on this report, the event that happened on (B)(6) 2025, (B)(6) 2025 and (B)(6) 2025. The patient was unable to provide exact cgm and bg meter readings but estimated a discrepancy of approximately 50%. Although symptoms were experienced, no specific physical symptoms were disclosed. For treatment of five hypoglycemic events, the patient used four emergency glucagon inhalers and one full bottle of glucose tablets. These medications were prescribed by the patient¿s endocrinologist for emergency use due to diabetes. At the time of the report, the patient stated they were feeling fine and did not provide additional details regarding medical intervention. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that readings were over 50% off. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.